Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient thought they walked by something yesterday that shut them off or that the battery was dead in the implantable neurostimulator (ins). There was a loss of therapy. The patient was not feeling what they feel for their right elbow and their pain was coming back. Their pain was in their right elbow. The patient did not have their patient programmer with them to check their ins status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.